Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the insulin pump has been draining the batteries and has to replace it every other day. The device will alarm low battery or another alarm when a new battery is inserting. Troubleshooting was performed and customer's mother mentioned there was damage to the drive support cap, it was sticking out. Further troubleshooting wasn't possible as the customer's mother didn't have the insulin pump with her, however the customer has also have been having issues with low blood glucose levels. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer is not returning the device for analysis.